Event description:
It was reported that a solution bag would not connect to a line on an integrated automatic peritoneal dialysis set. The home patient (hp) was using a set with luer lines and the solution bag did not fit the luer. The solution bag contained antibiotics, however, the hp was unable to say what the antibiotic was being administered for. The technical service representative (tsr) advised the hp to contact her registered nurse (rn) or doctor to let them know. There was no adverse event indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A sample was not returned and the lot number is not available; therefore, a sample analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a supplemental report will be submitted.